Event description:
The customer passed out and family member called the paramedics. Family member then gave them glucose and apple juice. When the emergency medical technicians arrived they used the customer's device to check blood glucose and obtained a result of 61 mg/dl. When the emergency medical technicians used their own equipment glucose was 21 mg/dl. They were treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be sent back for evaluation.